Manufacturer narrative:
Patient age average, event date is literature article published date. If information is provided in the future, a supplemental report will be issued.

Event description:
Journal: journal of vascular and interventional radiology this article was written to evaluate the efficacy of peripheral atherectomy device is tasc type c and d femoropopliteal lesions. The article reports that femoral access was taken and occlusion was crossed using hydrophilic 0.035¿ guide-wire non-mdt in 8 patients and using 0.014¿ wire (nitrex, medtronic) in 3 patients. The 0.035¿ wire was exchanged with 0.014¿ wire and directional atherectomy device (turbohawk, medtronic) was then used. A distal embolic protection device was not used. Post atherectomy angiogram was taken, followed by dcb angioplasty (medtronic). Digital amputation was reported in 5 patients who had presented with gangrene.